Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the lesion located in the mid rca was 100% stenosed and 82.9mm long. The lesion was treated with two 3.0x32mm taxus express2 stents and a 3.5x28mm taxus express2 stent. Residual stenosis was 16% with timi-3 flow improved from 0 to 3. The lesion located in the mid lad was 56% stenosed, 3.0mm in diameter and 13.8mm long. The lesion was not predilated. The lesion was treated with a 2.75x16mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow noted. The patient was discharged the following day without complications. In june 2010, no ischemic symptom was observed instead of the silent ischemic symptoms being noted as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as MFR ID#: 2134265-2010-01136, 2134265-2010-01137, 2134265-2010-01135. Same case as MFR ID#: 2134265-2011-01723, 2134265-2011-01722. It was reported that post a stenting treatment procedure, restenosis occurred. The target lesion was located in the mid right coronary artery (rca). At the index procedure, 3 unknown size taxus express2 stents were implanted in the target lesion and 1 unknown size taxus express2 stent was implanted in the mid left anterior descending coronary artery. (B)(6) 2010: during a 2 year follow up visit, the patient was found to have silent ischemia symptoms. Cardiac catheterization revealed 57% in-stent restenosis of the rca. The target vessel diameter was 3.0mm with a minimum lumen diameter of 1.3mm. The lesion was 11.6mm long with timi-3 flow. The lesion was treated with an unknown balloon catheter resulting in 31% residual stenosis, a minimum lumen diameter of 2.1mm and timi-3 flow.

Event description:
It was further reported that this event was considered resolved 1 day post reintervention. It is the opinion of the physician that this event is possibly related to the taxus express2 stent.